Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and three months later, the patient with retrievable inferior vena cava filter placed approximately nine years ago for isolated event of deep vein thrombosis, patient does not have any subsequent appears of deep vein thrombosis or pulmonary embolism. Doppler ultrasound demonstrated no evidence of deep vein thrombosis in the lower extremities. Patient's filter has migrated and has legs in the left renal vein and had caval penetration. Referred for filter retrieval. Access was gained via right internal jugular vein. French vascular sheath was placed into the inferior vena cava. Then the inferior vena cava venogram was performed. This demonstrated patent inferior vena cava with no evidence of any significant clot within the filter. The filter legs appear to show caval penetration on the right side and legs in the left renal vein was noted. The hook appeared to be adherent to the wall. Using a rim catheter, a glidewire was passed between the filter hook and inferior vena cava. This glidewire was snared using a 15-30 ensnare placed side-by-side through the 16 french sheath. Then the filter was folded just below the hook and retrieved intact. The arms and legs were counted and were accounted for. Post filter removal venogram shows no evidence of significant spasm or contrast extravasation. The sheath was removed. Hemostasis achieved with manual compression. Patient tolerated procedure well without immediate post procedure complications. Therefore, the investigation is confirmed for the alleged filter migration and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that filter migrated and perforated. The device was removed percutaneously. The current status of the patient is unknown.